Event description:
It was reported that the user experienced multiple low blood glucose events over the past week and self-treated each event with oral carbohydrates such as soda or orange juice. Customer care provided assistance including user education and troubleshooting. Investigation of this case revealed that the cause of the hypoglycemia was unclear. Symptoms included anxiety associated with hypoglycemia. Outcomes included continued monitoring with minor, self-limited impact. It was concluded that no device malfunction was confirmed and that the event was managed with oral glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.